Manufacturer narrative:
(B)(4). Journal article reference: nelson, clay g.; brolin, tyler j.; ford, marcus c.; smith, richard a.; azar, frederick m.; throckmorton, thomas w. (2018). Five-year minimum clinical and radiographic outcomes of total shoulder arthroplasty using a hybrid glenoid component with a central porous titanium post. Journal of shoulder and elbow surgery, 1058-2746/$, pages 1-6. Https://doi.org/10.1016/j.jse.2018.01.012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that one patient underwent a revision of a total shoulder arthroplasty approximately two (2) years post-implantation due to glenoid component failure. The polyethylene component sheared off the post at the base of the screw-in mechanism which prevented the removal of the titanium post through conventional means. After final removal there was large central defect which limited the ability to implant a new component. Medical repair was done with bone graft and patient was converted to a hemiarthroplasty. No further information is available.